Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) had system revision due to infection with sepsis. The source of infection was unknown and the patient had been treated recently for foot infection. There were no additional adverse patient effects reported. The ICD was explanted.